Manufacturer narrative:
Additional information : the device was manufactured from june 28, 2019 - july 01, 2019. The returned device was evaluated. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor overinfused. It was further reported that the infusion of 5-fluorouracil at 5ml/hr expected delivery time was 46 hours, but was completed 14 hrs prior than the expected time. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.